Event description:
On 2025-apr-21: additional information was received from the patient. They reported they were instructed to reset the battery in their "recharger" and that resolved the issue of the implanted battery not holding a charge.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported over the past week they noticed their ins battery wasn't holding a charge as long as it used to. Patient said they used to go 3 days without charging and the ins would only be down to 30%; now, after a little over 2 days, the ins will fully deplete and need to be charged. Patient denied making any adjustments to stimulation settings. Patient also noted they would charge the ins fully, but the stimulation would be off. The patient was redirected to their healthcare provider to further address the issue. Agent explained when the ins battery fully depletes before being recharged, the stimulation will turn off and manually need to be turned back on. Agent explained the patient may want to meet with a medtronic rep to interrogate device and get better understanding of why the battery is draining faster - also suggested potential for reprogramming to extend charge frequency.